Manufacturer narrative:
Literature citation: jensen et al. Silastic arthroplasty in rheumatoid mcp-joints. Ada orthop scand. 1986; 57: 138-140 neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1986 literature article, by swanson et al. Titled flexible implant arthroplasty in the proximal interphalangeal joint of the hand, the authors report 4 implant fractures in situ following mcp joint arthroplasty with swanson finger joint implants.